Event description:
Neurosurgeon reports that on a couple of occasions the large holes are getting clogged easily. Upon insertion, the bloody debris clogs the large holes. The system becomes clogged and does not permit drainage. A lot number was not provided. No pt injury was reported.